Event description:
It was reported that the device could not be interrogated while in the box. The device was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing confirmed a depleted battery due to a high current drain. An integrated circuit was the most likely cause of the high current drain but was not conclusive because the integrated circuit was damaged during removal from the hybrid.